Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab fos connection problem is confirmed. The fos was returned with a recessed connector, therefore, a light path could not be established between the sensor and the pump. No other damage was noted to the blue fos connector. Additionally, the fos fiber was found intact and functional. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the sales representative (sr) that the fos did not connect, however, the staff proceeded to insert the catheter. The reported catheter was removed, and a second catheter was used, which was inserted in the same insertion site (left femoral). The patient's condition is fine. The pump was also sent to biomed. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the sales representative (sr) that the fos did not connect; however, the staff proceeded to insert the catheter. The reported catheter was removed, and a second catheter was used, which was inserted in the same insertion site (left femoral). The patient's condition is fine. The pump was also sent to biomed. There was no report of patient complications, serious injury, or death.